Event description:
The hospital reported that post an endoscopic vein harvesting procedure, hemopro2 extension cable connection on the power cable fell off when it was picked up to be removed from the field. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. Both the connector collars were observed to be intact. A mechanical investigation was conducted. The device was attached and removed from a referenced power supply and reference device with no issues. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, reference adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based on the return condition of the device and the results of the investigation, the reported complaint was not confirmed for the failure mode "break".

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post an endoscopic vein harvesting procedure, hemopro2 extension cable connection on the power cable fell off when it was picked up to be removed from the field. The hospital did not report any patient effects.